Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the audio bolus button was intermittently unresponsive. There was no adverse event with this complaint. This complaint is being reported due to the alleged audio bolus button issue which could not be resolved with troubleshooting.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the bolus button was returned fully functional with no damage. The cover was removed and no defect was found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.